Event description:
A report was received that a patient had an infection. The patient's symptoms were redness and swelling. The physician assessed the patient's wound and prescribed the patient oral and topical antibiotics. In addition, the physician did not believe the infection to be device related. The patient is reportedly doing well following treatment.